Manufacturer narrative:
(B)(4). The device was not available for evaluation. The device had been previously serviced on (B)(6) 13 for an unrelated issue. It was tested and was determined to meet functional and electrical performance specifications. The device passed final testing and calibration after servicing. A review of the service history revealed no issues that could have cause or contributed to the reported increased intra-peritoneal volume. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 105 alarm on a homechoice (hc) machine after use. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The caregiver (cg) needed help clearing the alarm. The hp did not get adequate dialysis and was overloaded with fluid. The ultrafiltration for drain cycle five was 2135 ml. This drain met increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) assisted the cg in clearing the alarm. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.